Event description:
After an implant period of approximately 81 months, an increasing pacing impedance was reported. The physician suspected a break of the conductor. The lead was explanted.

Manufacturer narrative:
The lead under complaint was returned without the df-1 connector, which was separated from the rest of the lead. The returned lead fragment was subjected to an extensive analysis. In the course of the analysis, cuts in the insulation were noted, as well as a deformation of the shock coil. These damages most likely resulted from the extraction procedure. Furthermore, the distal end of the lead was covered from calcified tissue residuals. This finding might have led to the gradually increasing pacing impedance that was evident in the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.